Event description:
The patient reported that he had a "blood clot" form and that the right ventricular (rv) lead needed to be turned off, and the atrium was then paced at 40 bpm. Additional information received indicated that the patient developed a blood clot about a week after implant. Rv thresholds were noted to be elevated, and the physician believed the rv lead had a micro-dislodgement. The patient was switched to aai pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.